Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were having high and low blood glucose. Customer was sweating and blood glucose went down to 50 mg/dl at the time of the incident. Customer turned the insulin pump off. The customer treated with food and sugar tablet. The customer then went high with a reading of over 300 mg/dl and reconnected to the device. Customer treated the high reading with syringe. Customer also mentioned getting a low reservoir alert. The insulin pump will not be returned for analysis.